Event description:
Customer reportedly received the following results on the mobile system 1, 2, and 3 within 10 minutes: 1) 508 mg/dl, 140 mg/dl, and 152 mg/dl 2) 254 mg/dl, 85 mg/dl, and 86 mg/dl the comparisons were performed on different occasions. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 3.